Event description:
It was reported that the patient underwent lead and generator replacement surgery. System diagnostics on the newly implanted vns system were within specifications. The explanted lead and generator were discarded by the facility; therefore, it is not available for investigation.

Event description:
It was reported that the vns patient was having issues with her lead. Clinic notes were received for the patient's office visit on (B)(6) 2015 indicating that the vns patient's device showed high impedance and a near end of service condition. The patient was unable to perceive stimulation on-times from the device despite increasing the device settings. It was noted that the high impedance condition and stimulation not perceived were observed at a previous office visit. The patient had been experiencing an increase in seizures since the previous office visit. The patient had five seizures in four weeks prior to the office visit. The physician decreased the patient's device settings to conserve the battery life remaining. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.